Manufacturer narrative:
The device was not returned for analysis and the clip remains in patient. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. The reported patient effect of pericardial effusion as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. The investigation was unable to determine a conclusive cause for the pericardial effusion. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report worsening of the pericardial effusion. It was reported this was a mitraclip procedure to treat grade functional mitral regurgitation (mr). There was a small pericardial effusion confirmed prior to the procedure. The procedure was continued, after the first clip was implanted and the mitraclip delivery system was removed, the pericardial effusion had worsened. The effusion was monitored for three minutes; no treatment was needed. A second clip was implanted, reducing mr to <1. Per the physician it is unknown which device caused the effusion. No additional information was provided.